Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer stated that even after two set changes, blood glucose levels still remained high. Customer's blood glucose reading was 600+ mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime/ a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window.